Manufacturer narrative:
Not returned. As the product segment remains embedded in the pt's septum, it will not be returned for analysis, and boston scientific crm cannot confirm the clinical observation. The new products were implanted without complication on the right side. There is no add'l info related to this event available to the co at this time. If add'l info becomes available, the event will be updated as necessary.

Event description:
Boston scientific crm rec'd info from a user facility medwatch that during a device replacement procedure, secondary to pt infection, three products (1194, 4055, and 4034) were explanted. The existing single chamber pacemaker (1194) and right ventricular lead (rv; 4055) were extracted without complication. This 4034 model rv lead segment, previously surgically abandoned seven months ago during a normal battery replacement procedure, reportedly broke during the complete extraction procedure, leaving a portion of the lead in the septum. Manual retrieval was attempted, but not successful. New products were implanted on the right side, and no further adverse pt effects were reported.